Event description:
It was reported that this right ventricular (rv) lead is exhibiting noise that is being oversensed as nonsustained ventricular episodes on the single chamber pacemaker device. The physician noted they have been monitoring the noise for a year or so and stated they are going to address this rv lead issue when the pacemaker device requires replacement. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.